Event description:
It was reported that during an unknown procedure, there was an incomplete firing with the device - staple failure. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what happened during firing. For example ¿ did the device fire and crunch heard?, did staples form ¿ or where they malformed?; did only part of the staple line fire, etc. Please explain what was done to address the incomplete firing. Non-identifying patient information ¿ age, sex, weight, and pre-existing medical conditions condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete the staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.